Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist confirmed with the customer that the issue was with the refrigerator and not with the smart remote manager. The issue was then resolved by the customer. The device functioned as intended after the customer resolved the issue. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failed and required maintenance. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.